Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Tandem technical support made multiple attempts to follow up with customer, but was unable to do so. Customer¿s blood glucose level was 197 mg/dl.